Event description:
Allegedly jde lists the expiration date for this lot as 11/24/2011, but the label on the box lists it as 2008-10.

Manufacturer narrative:
Reopened to file reportable malfunction MDR based on risk assesment ref #(B)(4).